Manufacturer narrative:
This facility had 2 lifts affected by medcare's field action conducted in july 2013. Their lift serial numbers affected were (B)(4). After further investigation it was determined that this facility swapped out the load cell/hanger bars on lift serial numbers # (B)(4) under the medcare action. Lift (B)(4) was swapped instead of (B)(4). The facility received paperwork (B)(6) 2013 and an earlier call to swap out the lead cell/hanger bar assemblies on lifts (B)(4).

Event description:
A male resident was lifted out of his wheelchair to be moved to a bed when midway to the bed the hanger bar came unattached from the load cell. The resident fell 3 feet and landed on the lift legs.